Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown drill bit. When completed, the investigation results will be submitted in a supplemental report.

Event description:
Drill bit got stuck in the cutting block.

Manufacturer narrative:
An event regarding alleged drill bit got stuck in the cutting block involving an unknown drill bit was reported. Although the device was not returned, the seizure of the drill in the guide was confirmed during the evaluation of the returned guide. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation concluded that seizure was caused by galling. Although the device was not returned, the seizure of the drill in the guide was confirmed during the evaluation of the returned guide. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Drill bit got stuck in the cutting block.